Event description:
It was reported that the insulin pump alarmed motor error and no delivery during a bolus attempt. The customer's blood glucose was 270 mg/dl. The customer's father stated that the customer did not use a back-up plan per doctor's instructions and was advised to do so. The caller stated that the insulin pump had not been dropped, bumped, or exposed to an electromagnetic field. The customer was advised to disconnect from the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.